Event description:
It was reported that the screen was stuck on the message, "cassette incorrectly attached." There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one pump was returned for analysis in used condition. Visual inspection showed rust and it was starting to crack on the battery compartment. Review of the event history log found a number of "high alarm displayed: cassette not attached properly" and "medium alarm displayed: cannot start pump" reports, which suggest a malfunctioning downstream occlusion (dso) sensor. Functional testing was not able to duplicate the customer reported issue. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation determined that the pump's dso sensor was malfunctioning. The dso sensor was replaced.